Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the clevis pieces were broken on both sides. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the product to hold the tissue during a laparoscopic nephrectomy procedure, the parts of the two devices broke and the fragments fell into the patient's cavity. All of the fragments were retrieved by forceps from the patient's cavity. The procedure was completed with another device. The status of the patient is alive with no injury.